Event description:
It was reported that a filter arm detached during a scheduled filter retrieval. Reportedly, two weeks prior to the retrieval, the patient underwent an aggressive thrombolysis treatment. At that time, one of the filter arms was identified to be bent. Prior to the retrieval procedure, a CT scan identified that the filter was tilted posteriorly approximately 30 degrees. The physician tried to retrieve the filter using a cone, however, had difficulty capturing the apex of the filter. The physician then used a snare to successfully remove the filter. Upon removal, it was identified that one of the filter arms had detached. The detached arm was found in the pulmonary artery; the filter arm was not retrieved. There was no report of injury to the asymptomatic patient.

Manufacturer narrative:
The device history records could not be reviewed as the lot number was unknown. The filter was returned for evaluation; the investigation is currently underway.